Manufacturer narrative:
Cloth tears or snags typically result from penetration by needle/suture during implant or less commonly non-conformances in the valve assembly process. If a cloth tear or snag resulting in a loose fragment is not detected by the operating team, and the device is implanted, there may be fibers of the cloth exposed to the bloodstream. In a worst-case scenario, a fiber could separate and embolize distally. If the fragment was large enough, it could theoretically serve as a nidus for thrombus in the microcirculation and cause permanent damage to a small amount of tissue. In this case, the root cause of this event cannot be conclusively determined with the available information. However, it was most likely due to procedural related factors that may have caused or contributed to the event. The subject device was not returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a loose thread coming out from the suture ring was observed on a 27mm 3300tfx aortic valve. The issue was noted during suturing, before the valve made contact with the patient. As reported, the surgeon tried to pull the thread, but it kept on unravelling. The surgeon used u-sutures (2-0 ethibond exel, v-5 needle), with interrupted suture technique. The device was replaced with another valve. The procedure was successful without any complications.

Manufacturer narrative:
H3: evaluation summary: customer report of loose thread was confirmed. As received, valve was still attached to holder with all three green sutures intact at the cutting channels. A long white thread, approximately 18.5 cm long, was found extending from the sewing ring around leaflet 2 on the outflow aspect. A gap, approximately 1mm long, was observed on the outflow aspect where the thread extended. No suture holes were visible near the area where the loose thread extended from at both the inflow and outflow aspects. Suture holes were visible on the sewing ring at other areas around the valve. X-ray demonstrated wireform intact. H10: additional manufacturer narrative: updated section h3 h11: corrected data: corrected sections h6, h10 (additional manufacturer narrative) cloth tears or snags typically result from penetration by needle/suture during implant or less commonly non-conformances in the valve assembly process. If a cloth tear or snag resulting in a loose fragment is not detected by the operating team, and the device is implanted, there may be fibers of the cloth exposed to the bloodstream. In a worst-case scenario, a fiber could separate and embolize distally. If the fragment was large enough, it could theoretically serve as a nidus for thrombus in the microcirculation and cause permanent damage to a small amount of tissue. In this case, the root cause of this event was due to procedural related factors. It was reported that the issue was noted during suturing before the valve made contact with the patient. The surgeon tried to pull the thread, but it kept on unraveling; hence the device was replaced with another valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.